Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's left ventricular (lv) lead failed to capture at any vectors. The lv lead was explanted and replaced. The patient was in stable condition.